Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown) the device displayed an "ECG disabled" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was received at zoll medical canada's service department. Review of the device logs showed messages indicating an ECG fault condition. However, the device was put through extensive testing including ECG functional stress testing and full functionality testing without duplicating a malfunction to the device. The defib receptacle, multi-function cable, and multi-function connector were replaced as a precaution. The device was re-certified and returned to the customer. The customer's returned multi-function cable was scrapped at zoll canada. Analysis of reports of this type has not identified an increase in trend.